Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient stated that she still felt stimulation in the appropriate areas, but felt as though her pain relief went from 100% to 50%, approximately 3 to 4 months ago. She denied any known injuries, falls, or mva. She also denied any recent surgeries. She recently had x-rays completed a few months ago (the cs did not have access to those x-rays results) and she was told by the physician that the leads were still in the appropriate place. Troubleshooting was performed, cs used every contact as a different reference but still had impedances >10000. Additionally, the patient was scheduled for a prophylactic battery replacement due to more frequent recharging and she also reported that it was taking longer for the battery to recharge. At the time of the surgery, the cs interrogated the battery to acquire the patient¿s current programming and check lead impedances. The impedance check revealed that every contact had impedances >10,000. The physician was made aware prior to taking the patient to surgery. We first started by attaching the current leads to the new intellis battery which showed good connections on 0-7 and no connections on 8-15. At this time, the physician opted to replace the 8-15 lead. He was given a new 977a260 which was placed at the top of t9. Once the new lead was attached to the new battery, connections were checked again, and all were green, except for contact 5 on 0-7. Another impedance check was performed and impedances were wnl on 8-15 with possible shorts on 0-7. The physician was made aware, but after discussing that she had not been using this lead prior to surgery, he opted not to replace it. The incisions were then irrigated enclosed. Once the patient was taken to recovery, postop programming was performed by the sales representative and the patient reported great coverage over her painful areas. A device revision was done, and the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.